Event description:
Customer reportedly received the following results on the active s system within 10 minutes: lo (less then 10 mg/dl); lo, and 396 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.